Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 475 units and remained static at 170 units for two days. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.